Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed. One 2 fr per-q-cath catheter with a stiffening stylet and t-lock inserted was returned for evaluation. An initial visual observation showed no blood on the returned sample; however hard, dried residues could be felt within the catheter. A microscopic observation revealed several relatively large longitudinal splits in the catheter near the 19 cm depth marker. The edges of the splits were observed to be rough and the fracture surfaces were found to be mostly flat and granular in texture. Once the stylet was removed, the catheter was dissected, and additional damage could be seen at the corners of the splits on the interior of the catheter, which suggests the damage originated from within the catheter. The shape, texture, and extent of the damage observed in the returned catheter suggest it was most-likely damaged by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the tube from connection site leak. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3913 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation

Event description:
It was reported that the tube from connection site leak. No other information was provided.